Manufacturer narrative:
Upon disassembly for visual inspection the rotor coupler was worn.

Event description:
It was reported that the core impaction drill heated up during testing. There was no patient involvement or adverse consequences reported with this event.